Event description:
Medtronic spinal stimulator started to malfunction. The previous day medtronic rep reprogrammed spinal stimulator. The device malfunctioned turning off and had to be reprogrammed to turn the device on, this continued until device was explanted. The stimulation decreased over time. Originally the device was controlling 60% of pt's pain relief. Before the device was explanted it was controlling less than 20% of pt's pain relief. The reporter contacted medtronic's 800 number and spoke with several medtronic rep. No one with medtronic offered to file a complaint or verified a formal complaint was filed. Medtronic did not follow up with pt. Pt was forced to take different, stronger and addictive pain medicine as a result of the device malfunction. This severely decreased the pt's quality of life. The reporter requested medtronic file a medwatch but medtronic did not feel it was necessary. Pt requested an investigation and results of the investigation but to this date medtronic has not given pt any results of the investigation.